Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4); implanted: (B)(6) 2012 explanted: unknown. (B)(6).

Manufacturer narrative:
Concomitant medical products: catheter 8781, serial# (B)(4), implanted: (B)(6) 2014. (B)(4).

Event description:
Additional information: it was later reported that patient had increases in dose with no relief. They tried to aspirate from the cap and couldn't. The exploratory surgery was done on (B)(6) 2014. It was found that the catheter was entirely coiled up behind the pump in the pocket. The catheter was replaced. Per reporter patient's doses had been as high as 8.531mg/day of morphine <(>&<)> 3.839mg/day of bupivicaine, but after surgery he was now at 0.999mg/day of both. Patient was still "miserable" <(>&<)> had a 33% increase today to 0.999mg/day as of the date of this report . Specific event- related patient symptoms were &#50191;or pain relief and pain above the prior area of ...discomfort" the imaging that was done to try and locate the catheter included ultrasound, x-ray, CT scan. The CT scan was done because the patient was having higher up pain and had post laminectomy syndrome.

Event description:
It was reported that patient never had therapeutic effect. The patient reportedly was not feeling the effects of the medication so the healthcare provider (hcp) attempted to perform a CT myelogram for troubleshooting. He was not able to visualize the catheter "what so ever" - in the pump pocket or the back. When performing the myelogram they were able to pull back a very small amount from the cap (catheter access port) but then could not inject any dye. Hcp did not continue with procedure. Patient reported feeling the connector in his back. Patient was referred for a surgical consult. It was later reporter that the catheter had disconnected from the pump and they cannot find it anywhere. Per reporter, they did cat scans of the abdomen and pelvis and x-ray of the spine and skull and patient had a cat scan of the lumbar spine in 30min on (B)(6) 2014. Patient¿s family indicated that this had gone on for months and patient went through ¿crazy withdrawal¿. It was added that patient had pre-op on friday to get his pump fixed. It was stated that patient¿s problems started in the (B)(6) and patient had horrible pain but no one thought the catheter was out or not functioning so he suffered for a while and went through withdrawal around (B)(6) 2014. Drug in the pump was morphine.

Event description:
Additional information reported, the patient experienced increased pain despite the personal therapy manager (ptm) and an increase in doses. As of (B)(6) 2014, the pump was delivering morphine 20 mg and bupivacaine 10 mg. The start of morphine was (B)(6) 2012. On (B)(6) 2012 bupivacaine was added to the pump at 1.156 mg/day.